Event description:
It was reported that a user started a new freestyle libre 3 plus sensor using the libre app and then did not see glucose readings on the ilet, indicating the sensor was paired to another device and reflecting an incorrect procedure for setup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.